Event description:
It was reported that post-implant, the patient was experiencing twitching in their leg. It was determined that the leadless pacemaker (lp) had dislodged and traveled to the femoral vein. The lp was retrieved. The patient was stable.